Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept shutting down. A field service engineer (fse) identified that the station was shutting down intermittently following a recent software upgrade. The fse reviewed the system event logs and identified a power failure. The fse proceeded to replace the power supply unit, backup battery, and power cord to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept shutting down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.